Event description:
It was reported , they had trouble getting the biopsy grasper down the port and trouble with the camera portion as well.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited.this event is filed under internal complaint ID (B)(4).